Event description:
A customer reported a gas valve was not clicked into a retinal system causing 100% air to be injected into the eye of a pt during a procedure. The pt experienced a retinal redetachment. The surgeon associated the incident with a nurse error. Add'l info requested but none rec'd.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).